Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was in the moderately tortuous and calcified proximal left anterior descending (lad) artery. An unknown type imaging catheter was advanced, but unable to cross the lesion. The lesion was predilated three times at 16 atmospheres with a 2.5x15mm maverick2 balloon. A 2.5x16mm taxus express2 drug eluting stent (des) was advanced but would not cross the lesion. Upon removal, it was noticed that the distal edge of the stent appeared flared. The target lesion was treated with a 1.75mm rotablator burr and the procedure was completed with a 2.5x24mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context. A CAPA has been initiated to address this issue.